Manufacturer narrative:
E1 -(B)(6) hospital. E1 address- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screw came off due to lock sheath (the parts of the lg connector with the screw) was missing, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the screw came off there were no reports of patient harm.